Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that during a MRI scan the patient felt a jolting type of pain down their leg/foot. The patient stated that their ins was put into MRI mode and the stimulation was off during the scan. The patient's stimulation was working just fine for the patient both prior and after the MRI scan. The patient was having an MRI of their cervical spine for a herniated disc which was not related to their therapy/device. The patient also noted that he felt a burning pain for about 1.5 days following the MRI, and the patient is also feeling a heaviness in their left leg/foot which was not there prior to the MRI. The rep could not check the patient's impedances due to lack of access to the product. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's symptoms after having an MRI scan was unknown. No further actions were taken, and the issue was resolved. No further information was reported.